Event description:
It was reported that an obese patient underwent a trochanteric fixation nail (tfn) procedure on (B)(6) 2015. On an unknown date thereafter, the surgeon noted that the implanted hardware appeared to be slightly posterior and it appeared as though the implant had slipped out of the femoral head. As x-rays were difficult to read, the surgeon ordered a cat scan, which confirmed that the implanted tfn implant had slipped out of the femoral head. It was unclear if the tfn was implanted slightly posterior or if it migrated when the patient began weight bearing. The surgeon, with the consult of two other physicians, opted to revise the patient by removing the tfn implant on (B)(6) 2015. It was reported that, at this time, the patient is not a candidate for a total hip replacement due to obesity. It was reported that, after healing and recommended weight loss, the patient may be a possible candidate for that procedure. The surgery was successfully completed with no surgical delays or harm to the patient. The patient status was reported as unknown as the surgery had just been completed. This report is for one (1) unknown locking screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Additional patient information: patient height is reported as (B)(6). Patient exact weight is reported as (B)(6). Date of postoperative event is unknown. This report is for one (1) unknown locking screw. Per facility, the complainant part is the patient¿s property and will not be returned for investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.